Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 4/25/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a lens case. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: exact date not provided only month and year, (B)(6) 2019. Phone number: (B)(6). (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the labeling review was not reviewed because limited information was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after cataract surgery, the patient complained about vision acuity during post-operative examination, especially uncomfortable at both distance and near vision. Decision was made to exchange the intraocular lens (iol). The incision was enlarged to remove the iol from the eye, but no sutures or vitrectomy required and no delay in procedure was reported. The replacement lens was a zlb00 21.5 diopter lens. No additional information provided.